Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "bridge test failed" message. Complaintant indicated that there was no patient involvement in the reported malfunction.